Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement had caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that resistance was observed as the xience stent delivery system (sds) was being advanced on the guide wire, while still outside the pt. The sds was removed so that the guide wire could be wiped down as it was sticky from use. When the xience was being removed, the stent dislodged. A new xience was used successfully. There were no pt effects. No additional event or pt info is available.

Event description:
Same case as MFR #2134265-2009-04258, 2134265-2009-04261, 2134265-2009-04260, 2134265-2009-04262. It was reported that during a percutaneous coronary intervention procedure, a dissection occurred. The 99% stenosed target lesion was located in the severely calcified mid right coronary artery (rca). The physician advanced a choice pt and choice extra support guide wire and then attempted to cross the lesion with a 2.75 x 15 mm maverick balloon; however, the device was unable to cross the rca. The physician then advanced a 2.5 x 20 mm maverick balloon which was also unable to cross the lesion. A 1.5 x 15 mm apex balloon was then advanced to the lesion and was inflated to 13 atms and the balloon ruptured. Immediate staining was noticed in the distal artery, suggesting that a dissection occurred. A 2.5 x 23 mm promus stent was then advanced to the lesion, but was unable to cross the rca. The physician attempted to place a 2.5 x 12 mm non bsc stent to treat the dissection; however, it was unable to cross the dissection and was deployed in the mid rca. Balloon angioplasty was performed again with an unspecified balloon and then, the physician was able to successfully treat the lesion by implanting a 2.5 x 14mm and a 2.5 x 24 mm non bsc stent in the lesion with 0% residual stenosis with timi 3 flow. No further pt complications were reported with the pt's current condition listed as "stable". Add'l info was requested, but is not available.

Manufacturer narrative:
(B)(4). The investigation summary attached to the previous medwatch submission was incomplete. The investigation summary is as follows: the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The abbott sales representative contacted abbott to report the customer observed architect i2000sr error code 1007 (unable to process test, activated read failure) while reaction vessels (rv) lot 69684p100 were in use. The customer was asked to check for the analyzer for cracks, bubbles and leakage in the trigger and, pre-trigger lines and sensors, and for leakage in the trigger and pre-trigger manifold valve. No problems were detected. The customer's issue was resolved with a new lot of rv's. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Event description:
During evaluation of a returned homechoice machine, a possible increased in on 05/19/2009 during drain cycle 5. The patient's drain volume was 4243ml. The patient's fill volume was 2300ml, therefore, this meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Architect analyzer, list # 8c89-01, (B)(4). Upon further review, the customer's issue is associated with remedial action recall 1415939-2/27/09-003-r, for the affected suspect medical device, reaction vessels, lot number 68391p100. An investigation is on-going. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves.

Event description:
The customer stated an architect i2000 analyzer generated error code 1007, unable to process test, when reaction vessels of lot 68391p100 were in use. The issue was resolved with the implementation of a new lot. There was no adverse impact to patient management reported.

Manufacturer narrative:
Concomitant medical products: architect i2000 analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.